Event description:
Edwards received information that during placement of a minimally invasive coronary sinus catheter dye injection indicated staining of the tissue surrounding the tip of the catheter. The dye did not dissipate normally, indicating a possible perforation of tissue. The surgeon elected to change procedure from a minimally invasive aortic valve replacement (avr) to open sternotomy avr. No visible injury was found and when the patient was opened the pericardial fluid was clear. No repair was necessary. The device was removed and cardioplegia was delivered via a standard retrograde catheter. No patient complications reported. Patient was reportedly stable during the surgical case and well post-operatively.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it was discarded by the hospital staff. Manufacturing records were unable to be reviewed as no lot number was available. Based on the information received, edwards determined the root cause for this event was due to operational context. There was no allegation of product malfunction reported. The surgeon found during the case no visible injury and that the pericardial fluid was clear. No repair was necessary. Injuries to the coronary sinus are listed as a potential complication in the product instructions for use (IFU). The IFU and training manuals were reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No manufacturing nonconformance can be associated with the reported event. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.